Event description:
Healthcare professional reported "capsular contracture". This record is for the left side. The device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade unknown. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown.